Event description:
It was reported that the customer's blood glucose was 558 mg/dl when the belt clip for insulin pump broke. She treated with the insulin pump. Customer declined to troubleshoot for high blood glucose, stating that her health care provider changed the dosage and was still fine tuning the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.